Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone call. The customer was in the emergency room for diabetic ketoacidosis which was caused by a stomach virus. Customer's father does not recall the customer's blood glucose at the time of the hospitalization. No significant events leading to the hospitalization were reported by the customer's father. The customer was wearing the insulin pump at the time of the hospitalization. Customer's father declined to perform troubleshooting on the insulin pump as the customer was not present at the time of the call. The device is not returning for analysis.